Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had their right atrial (ra) lead explanted and replaced due to lead noise. The patient was stable throughout.

Manufacturer narrative:
A partial lead was returned for analysis in six segments. The reported event of noise was confirmed. External insulation abrasion was noted at 5.0-5.4 cm from the pin consistent with lead friction to device can.